Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a small dark mark on the add port surface. Microscopic examination revealed small particles embedded in the add port surface. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a black spot at the medication port¿ of an exactamix total parenteral nutrition bag. This was observed prior to use of the device. There was no patient involvement. No additional information is available.